Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. Customer stated that this is the second call and he received the battery but his is still with the issue. Customer checked the alarm history and he is having battery alarms every day more or less. The customer was advised that pump will need to be replaced.

Manufacturer narrative:
The insulin pump was returned for low battery alarms. Power graph management tool confirmed power error alarm 25 and low battery alarms were triggered when backup battery loaded voltage loaded was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector at the printed circuit board. The insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at the select button, the insulin pump had minor scratched lcd window, case and keypad overlay.